Manufacturer narrative:
Controller - (B)(4). (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the active controller was exchanged with backup controller due to software update. The patient lost sight in the left eye. The patient's controller was exchanged with no issues.

Manufacturer narrative:
After further review of additional information received: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes and additional MFR narrative have been updated accordingly. The two controllers in question ((B)(4)) were not returned for analysis. Analyses could not be conducted or reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controllers met all requirements for release. The reported event was not confirmed since the controllers were not returned. Analysis could not be performed as the devices were not returned. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.